Event description:
It was reported that possible right atrial (ra) lead undersensing was noted during atrial tachycardia (at) / atrial fibrillation (af) episode. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694765 lead implanted 2009-(B)(6), 1156t st jude lead implanted 2009-(B)(6), (B)(4).